Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm2) due to hard error 1123. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm2. A follow-up MDR will be submitted, if additional information is obtained. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the universal surgical manipulator (usm2) light emitting diode (led) was red due to repeated errors. The customer powered cycled the system, but the issue remained. The technical support engineer (tse) confirmed the reported errors in the system logs and had the customer hard power cycle the system with an emergency power off (epo), but the errors persisted. The tse proposed disabling the usm2, and the surgeon agreed to do so for the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: when the system was turned on, they immediately got a message saying that the universal surgical manipulator (usm) was not working. They called the technical support engineer (tse), who told them they would disable the usm and that the surgeon would be able to perform the procedure with the three remaining arms. The issue persisted, so the site contacted an isi representative who told them to override the fault and continue. The site was able to complete the procedure with the system. The patient was under anesthesia when the problem occurred. The ports were placed before the problem was identified. When the system was started, there was a fault message. The system did not initially power on without errors. The actions taken to resolve the reported issue and to continue the procedure included calling the tse, as they got an error message. The procedure was completed with the robot. The usm usage was disabled or interrupted by the surgeon due to the problem. There was a surgical delay of one hour. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 32056 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where usm automatic gain control (agc) current was found to be failing degree of freedom (dof2) yaw axis, replicating the reported event. Once testing was completed, the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) were tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis concluded that the yaw searchlight pca and ffc was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.